Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert due to out of range high hv lead impedance. It was noted that the high impedance was seen only on vectors that included the rv-coil. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.